Event description:
The patient had bilateral silicone breast implants implanted in 2007. On five months later, the patient was diagnosed with fibromyalgia. The patient was treated with lyrica. The breast implants remain implanted.